Event description:
It was reported that a patient leg was in between the bars of the fl23se siderails and the patient moved their leg to the narrower section of the siderails and it became caught. No injury other than redness.

Manufacturer narrative:
The distributor could not provide any additional information regarding the cause of the situation or the serial number of the bed.